Event description:
It was reported that the insulin pump alarmed motor error. It was stated that the insulin pump was exposed to high magnetic fields. Troubleshooting was not possible due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.